Event description:
It was alleged that while the caregiver was pushing the stretcher, it was so hard that they tore a back muscle which required doctor prescribed medicine for treatment.

Manufacturer narrative:
Stryker field service rep confirmed that the customer was using the stretcher incorrectly. The customer was using the stretcher at the lowest height and attempting to engage the big wheel. In this position the customer would be extending their leg out and under the stretcher. This is not the optimal ergonomic position to engage the pedal. This issue was resolved by properly educating the health professionals while evaluating the unit. More education was provided to the customer from the sales rep on how to properly use big wheel stretchers.

Event description:
It was alleged that while the caregiver was pushing the stretcher, it was so hard that they tore a back muscle which required doctor prescribed medicine for treatment. Stryker field service rep confirmed that the customer was using the stretcher incorrectly. The customer was using the stretcher at the lowest height and attempting to engage the big wheel. In this position the customer would be extending their leg out and under the stretcher. This is not the optimal ergonomic position to engage the pedal. This issue was resolved by properly educating the health professionals while evaluating the unit. More education was provided to the customer from the sales rep on how to properly use big wheel stretchers